Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, the customer reported a high blood glucose (bg) level of high mg/dl. Customer administered a manual injection via mdi to address high bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.